Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the unit would not power on and it was noted that the main printed circuit board was corroded and that the inside of the device was full of contamination and corrosion. All four knobs were rusted and the encoders were rusted and contaminated. All found defective parts were replaced and all other identified issues were resolved and it then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not power on. The epg was returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.